Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were in the hospital and has a lot of pain. They were also experiencing numbness on their left side, leg, and hip. The patient reported feeling a prickling feeling in their head and neck. They lastly noted that they feel strong stimulation no matter how they set their controller. As a result of what was reported, they were advised to contact their healthcare provider (hcp) for further advice or answers to personal health questions. Two days later, they said they weren't feeling well and they still had a lot of back pain. No further patient complications have been reported as a result of this event.